Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01109. The device was discarded by the hospital.

Event description:
The patient was undergoing a coil embolization procedure in a collateral vessel using pod packing coils (podj's). During the procedure, prior to use, the hospital technician was unable to advance a podj out of its introducer sheath on the scrub table. Therefore, the podj was set aside and a new podj was opened. After advancing the new podj in the target vessel using a lantern delivery microcatheter (lantern), the hospital technician was not satisfied with the coil position and decided to retract and pull the podj out of the patient. While attempting to retract the podj, the hospital technician did not mention resistance; however, the podj unraveled. The hospital technician was able to remove the podj from the patient without any issues and the procedure was ended at this point. There was no report of an adverse effect to the patient.